Event description:
During an unrelated device exchange, the connector pin of the right atrial (ra) lead was found to be loose when the device was explanted. The ra lead was capped and a new device was implanted. The system did not require an ra lead. The patient was in stable condition.